Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: partial hip revision surgery occurred 6 years after cementless total hip arthoplasty in a heavy (B)(6) man at time of implantation. Radiographic image provided shows the presence of radiolucent lines in gruen zones 1 and 7 suggesting implant mobilization. Aseptic loosening is a possible, literature described mid term adverse event and causes are often unknown. The reason of this event cannot be determined. Batch review performed on 27 may 2019: lot 110840: (B)(4) items manufactured and released on 05-may-2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without another similar reported event [mdr2019-00204]. Visual inspection performed by r&d project manager: tha layer completely absorbed. Deep scratch on one side, probably due to implant removal. It is not possible to determine the failure root cause.

Event description:
About 6 years after primary revision surgery for stem loosening. The surgeon revised successfully the stem and the ceramic head and liner.